Manufacturer narrative:
The pump passed the displacement test, active current test, and sleep current test. Unit failed to pass the self test due to pump error 63 occurring during testing. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert (07/21/2023 20:30) and power loss alarm (07/21/2023 20:45--20:47) in history files and traces and were expected. Pump error 63 variable (03) occurred on 08/28/2023 09:36 in history files. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the pcb 1 and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing, however, it was noted as damaged due to cracked retainer. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, missing display window cover, cracked case (battery tube), cracked belt clip rails, broken belt clip rails, faded serial label, cracked retainer. Blank display was not observed during analysis. Blank display not confirmed. Unable to confirm cosmetic damage at the battery cap due to missing battery cap. Cosmetic damage is confirmed at the battery compartment. Pump error 63 is confirmed due to occurring during testing and cracked soldered joint at u1 at pin 02. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display, battery cap damage and a crack in the pump. Troubleshooting was performed and found that the battery cap contacts were damaged or missing. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to backup plan per hcp's instructions until a new battery cap arrives. The pump will be returned for analysis.